Event description:
It was reported that the patient with an unspecified sling underwent a surgical procedure to implant an artificial urinary sphincter (aus) for unspecified reasons. Upon performing the procedure, the physician was unable to locate an existing sling device. Efforts to confirm information regarding the purported sling implant have been unsuccessful despite good faith efforts. There were no patient complications reported.